Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient had two hypoglycemia events while using the infusion device. The patient is not sure if the infusion device if delivering insulin properly or if the low blood glucose was caused by another factor. On (B)(6) 2015, the patient's husband woke her up at approximately 8:00 a.m. Or 9:00 a.m. In the morning. The husband tried to treat her with orange juice, but he was unable to at this time. The paramedics were called and they arrived no more than 10 minutes later. The patient was treated with glucose via IV and she was not taken to the hospital. The blood glucose result on the paramedic's meter was low, but the exact result was unknown. The paramedics stayed with the patient for about a half hour. On (B)(6) 2017, the patient's husband tried to wake her in the morning. The patient was incoherent and wasn't cooperating with the husband who was trying to treat her with orange juice. The paramedics were called at 8:00 a.m. To 8:30 a.m. And she was taken to the hospital. The blood glucose results were 42 mg/dl and 38 mg/dl on the paramedic's meter. She was treated with glucose and orange juice. The patient was taken to the emergency room for about an hour to an hour and a half. She was treated with a sandwich and juice at the hospital. The blood glucose result at the hospital was in the "low 100's mg/dl". The infusion device was requested to be returned for product evaluation.